Event description:
It was reported that the patient was revised due to swelling and instability. During the revision it was found that the post of the articular surface had fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.